Manufacturer narrative:
The alp reagent lot number was 78558501 and the total bilirubin reagent lot number was 77738101. The reagent expiration dates were requested, but not provided. Prior to the event, the customer performed maintenance on the analyzer, including cleaning the probes and splash guard. The customer found that a probe was damaged during the time of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with bilirubin total gen. 3 and a third patient sample tested with alp2 alp ifcc gen.2 on a cobas integra 400 plus. The customer also mentioned they received sampling errors on (B)(6) 2024. A transfer error and fluid controller hardware error also occurred on (B)(6) 2024. The initial sample values were questioned by a medical professional and the samples were repeated. The repeat values were deemed correct. The first sample initially resulted in a total bilirubin value of 1.3 mg/dl and it repeated as 0.55 mg/dl. The second sample initially resulted in an alp value of 18 u/l and it repeated as 102 u/l. The third sample initially resulted in a total bilirubin value of 1.4 mg/dl and it repeated as 0.36 mg/dl.

Manufacturer narrative:
The issue was resolved after replacing the damaged probe. The instrument works as specified after probe replacement. The investigation determined the issue was resolved by the replacement of the probe.